Event description:
New information received indicates that new episodes of long charge times were observed. The device replacement will be considered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for long charge time. Performed capacitor maintenance revealed completed full charge within the time range. Session record will be send for further investigation. The patient is stable and will be monitored normally.